Event description:
It was reported that, failed fusion, no bone growth, and body attacking the implant device peek. Replaced the device with competitive anterior cervical plate, posterior rods and screws.

Event description:
It was reported that, failed fusion, no bone growth, and body attacking the implant device peek. Replaced the device with competitive anterior cervical plate, posterior rods and screws.